Event description:
It was reported that the patient allegedly sustained unspecified injuries resulting from a spinal fusion surgery using rhbmp-2/acs. No additional information has been provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: an unknown date in the year 2006 the patient presented with ddd degenerative disk disease and had to undergo a surgery. He suffered following complications due to the surgery: radiating pain, tumors, and vertebrae degenerating. On (B)(6) 2008: the patient presented with bone growth tumors and subchondral sclerosis in the endplates surrounding the disc prosthesis l5-s1 was observed. On (B)(6) 08: the patient presented with nerve damage and experienced tingling in both legs. On (B)(6) 2007: the patient complained of chronic pain.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.